Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The cable between the circuit identification board and the monitoring interface board was disconnected and reattached. The unit was returned to service.

Event description:
The hospital reported the unit alarmed and could not mechanically ventilate during pre-use checkout. There was no report of patient involvement.